Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic right inguinal hernia repair procedure on (B)(6) 2008 and the mesh was implanted. Following the procedure, the patient experienced swelling at the surgical site for unknown period of time, possibly several weeks to several months, but the patient was unsure of the exact time frame. The patient was diagnosed with recurrent hernia and underwent a re-operation in 2011; covidien mesh was used. The hernia recurred again and the patient underwent a re-operation on (B)(6) 2015 to repair the recurrent right inguinal hernia. The patient is currently doing well. Additional information has been requested.